Event description:
It was reported that customer received continuous glucose monitor error message while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed full pump reset with guidance from technical support, and after reset error did not return and sensor session was successfully started; no additional information was received regarding the outcome of the event.